Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analyzed the log file and errors were found in the bodyguard and the arc rotation motor. Fse performed bodyguard cleaning, and sensor calibration satisfactorily. Then the rotation movement was checked and a loose screw securing the motor to the structure was found, it was adjusted and then the motor current calibration of that movement and angulation potentiometer control were carried out. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that motorized movement of the stand failed. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.